Manufacturer narrative:
This MDR was filed in error. Having reviewed the risk documentation, there is no information to suggest that a recurrence would result in injury. There is no evidence at this time to suggest filing is necessary. If further information becomes available, this will be re-assessed. H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the smoke evacuation pencil started cutting without activating the button. It was also reported that the pencil touched the patient resulting in a small burn mark. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the smoke evacuation pencil started cutting without activating the button. It was also reported that the pencil touched the patient resulting in a small burn mark. No further information was provided.